Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device wouldn't work was confirmed. It was found that the device was corroded due to fluid ingress. Further, the motor, motor cable and the buttons were found to be defective. There were also minor scratches on the device identified during decontamination. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. The fluid ingress has caused the corrosion of the device and resulting damage to the motor, which in turn would have contributed to the reported failure. Also the fluid ingress may have caused the damage to the motor cable and the buttons, however, given the information provided, we cannot discern a definitive root cause for the same. The minor scratches are most likely a result of user mishandling of the device. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during a knee arthroscopy, it was observed that the micro tornado hp w handcontrol device would not work. During in-house engineering evaluation, it was determined that the device was corroded due to fluid ingress. Another like device was used to complete the surgery without delay. There was no adverse patient consequences reported. No additional information was provided.